Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the trial patient passed away on (B)(6) 2018. The patient's trial began on (B)(6) 2018. The patient's wife stated that the patient passed away due to the flu and dehydration that lead to a stroke and heart attack.